Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05556. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent a mesh implantation procedure on (B)(6) 2003 to treat urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence, dyspareunia, neuromuscular problems, caused lacerations to spouse and vaginal scarring. The patient underwent mesh revision procedures on (B)(6) 2004, and (B)(6) 2005. It was reported that the patient had interstim implanted on (B)(6) 2010 due to recurrence. It was reported the patient experienced stress urinary incontinence and had coloplast tutoplast implanted on (B)(6) 2011. The patient experienced erosion and underwent removal procedures on (B)(6). (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent pubovaginal sling with autologous rectus fascia, suprapubic catheter insertion, partial removal of mesh implant and partial excision of vaginal wall with irrigation & debridement with complex vaginal wall closure on (B)(6) 2011.